Event description:
An ivc filter was placed in the patient in late spring of 2012. During retrieval procedure nearly a year later, the filter hook fractured. The retrieval was a difficult one, the filter was tilted left and the legs were integrated into the ivc wall. Hyperplasia was noted at the head of the filter. Films performed after the retrieval did not show a retained foreign object. The retrieval team believes the fragment was removed and lost in the drapes. Unlikely there was patient harm. Still the filter did fracture during the retrieval.device #1is this a laboratory device or laboratory test?no.